Event description:
(Cc# 97-00701) the iab leaked. This was the only info at the time of the report. On 7/3/97, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: unk - reported 6/24/97.) (Pt's current status: unk - rpt'd 6/24/97.)